Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had switched from bipolar to unipolar configuration. The impedance measurements were less than 100 ohms. The pacing threshold measurements were high. There was an allegation of a lead insulation break. The associated device was reprogrammed. The patient will be followed up in two months. No adverse patient effects were reported.